Manufacturer narrative:
-Visual inspection of the returned adapter noted no visible damage to the part. - review of the device history records identified no deviations or anomalies during manufacturing. - a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this reporting.

Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034-2019-01067. (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the screw was able to pass through the female threads of the mating plate due to overtorque form the power adaptor. No further information is available at the time of this reporting.